Manufacturer narrative:
Pump received with no (act, up and escape) button response due to moisture keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime or compromised forces sensor system and excessive no delivery test due to buttons not responding. No moisture damage on the lcd board, mother board, interface board, rf board, motor, vibrator motor and battery tube assembly during visual inspection.

Event description:
The customer reported via phone call that the insulin pump was exposed to fluid. The customer¿s blood glucose level was 357 mg/dl. Customer stated the insulin pump display went blank immediately after pump exposure to moisture. The insulin pump will be returned for analysis.